Event description:
Started with severe chest pains, chronic bladder problems in 1984. Ards in 1987, was hospitalized for 6 weeks on respirator. Since rptr has been diagnosed with raynaud's disease, atypical connective tissue and fibromyalgia. She doesn't sleep, and always is in pain. Had a "bad mammogram" in 1966 which 3 drs said was a tear in implant. Also skin problems in 1996.